Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: the display was found to be clear, legible, and fully functional: the reported event was not duplicated. The following findings are unrelated to a dim/fading/color-spectrum display issue: moisture was observed behind the display lens. The pump failed a leak test due to a display lens leak. The pump case was removed, and corrosion was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, the user could not read the display screen safely. Also, the reporter alleged that there was evidence of moisture ingress behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.